Event description:
Healthcare professional reports to a company rep a case of seroma and possible alcl. The pt had augmentation surgery in 1998 with silicone breast implants. The pt presents with left breast swelling. Explant surgery took place on (B)(6) 2013. Seroma sent to cytology which was positive for alcl.

Manufacturer narrative:
Medwatch submitted: (B)(4) 2013. Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications.). Swelling = 7.1%. "After breast implant surgery, the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/ seroma..." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.